Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the x ray tube was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's x ray tube was arcing and not operational. There was no adverse patient involvement reported. Ther was no patient information reported.